Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt). Premature battery depletion was suspected. The ICD was explanted and replaced. Also noted were high thresholds with this right atrial (ra) lead (4.25v at 1.2ms). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in the field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Product ID: 4592-45 implantable pacing lead, implanted: (B)(6) 2002; product ID: 694958 implantable tachy lead, implanted: (B)(6) 2005; competitor implantable pacing lead, (B)(6) 2005. (B)(4).